Event description:
Case report "explantation of the novel ahmed glaucoma valve m4 implant" authored by md wanda du hu et al and published on the journal of glaucoma epublication, www.glaucomajournal.com, volume 00, number 00, 2014. The case report discuses 4 case were the m4 was explanted. Dr hu who authored the case report was contacted to obtain further information regarding the explanted valves. The lot number was provided but we are unable to link the lot number reported with the specific cases discussed in the case report.

Manufacturer narrative:
On november 21, 2014, dr wanda hu was contacted for further information and she indicated: "explanted them for conjunctival erosion. It wasn't because the valve stopped working. The pressures were fine at the time of reoperation".